Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, the device experienced no label or missing label information. This event occurred once. The following information was provided by the initial reporter. The customer stated: no label present on steel tube actions already taken other white steel tube taken and labelling continued.

Manufacturer narrative:
Initial reporter email: (B)(6). Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for missing unit label was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing unit label. Bd was not able to identify a root cause for the indicated failure mode.